Event description:
Additional information received - the reporter stated she spoke with the surgeon, he stated it was unknown what the cause of the vaulting was. The lens was explanted with no patient injury. The patient is doing very well and the vault is 500 - 600.

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted later the same day on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced angle closure. A shorter lens was implanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found both haptics torn, with pieces torn off and missing. The lens was returned dry and there was evidence of dried surgical residue/debris on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).